Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratches on the lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for cosmetic damage was performed. Customer advised the lcd display screen was cracked. Customer advised they fell off a ladder and landed on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.